Event description:
A family brought oto-ease ear lubricant back to the audiology clinic after noting that the lubricant appeared to be contaminated with a black fuzzy substance. Lubricant cultured and noted to be contaminated with 5 different microorganisms, including a type of mold. Thirteen other bottles of oto-ease (some already opened, others were sealed bottles) were cultured and two of those bottles were positive for microorganisms. Some bottles had a lot number of "pdwt," others did not have a lot number. No exp dates were listed on the bottles. See attached grid which summarizes findings.